Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient felt hot, dizzy, lost consciousness a few times for a few minutes and her partner woke her up. At an unspecified time of the event the cgm was reading 4.2 mmol/l and the blood glucose reading was 1.0 mmol/l. The patient self-treated with 6 glucose tablets and a sweet cup of tea, which made the bg rise to 2.2 mmol/l. At the time of the report the patient was feeling sick an worn out. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.